Manufacturer narrative:
Conclusions - the investigation found that based on the initial complaint text the user did not understand the error message displayed on the screen. Therefore, it was initially concluded a user error. However, it was found on retrospective review that there was a hardware defect indicating that this initial assessment was incorrect. It was found the system malfunctioned due to a contact failure in the main cabinet. This error resulted in a communication problem where the main cabinet failed to tell the velara generator to turn on. The root cause was a faulty cable connector. This is the first occurrence for this type of problem. There is no required mandatory field action.

Event description:
This x-ray system was not available for use with the displayed error, "exposure not possible reselect application." The user states the pt at risk.